Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 09-feb-2014, UDI#: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 the patient reported that she ¿had the pain medicine device that went bad and everything fell apart¿. The patient explained that ¿she lost everything on the left side of the body because the doctor never connected it properly to being with¿. No additional information was provided regarding the event and no further complications have been reported as a result of this event.